Event description:
Name of procedure: lap chole. Event description: clips were failing to advance to tip of jaws despite multiple attempts. Opened a new device to complete procedure. No patient injury. Intervention: user replace with a new one to complete this surgery. Patient status: no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole. Event description: clips were failing to advance to tip of jaws despite multiple attempts. Opened a new device to complete procedure. No patient injury. Intervention: user replace with a new one to complete this surgery. Patient status: no patient injury.